Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a cholangiogram procedure on a (B)(6) male patient, the catheter split and a fragment flaked off. The separated fragment had to be grasped out of the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation / evaluation: the complaint product was not returned for evaluation; however, a review of the complaint history, device history record, and quality control (qc) was conducted during the course of investigation. The device is wired, assured to be free of debris, discoloration and kinks and the tip is verified to be round and smooth at a frequency of 100%. As no product was returned; no physician evaluation could be performed. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera), no further risk reduction is required.

Event description:
During a cholangiogram procedure on a (B)(6) male patient, the catheter split and a fragment flaked off. The separated fragment had to be grasped out of the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.